Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was setting the bolus and the pump scrolled up to 14. Customer stated that he was running high and just wanted to deliver 3 units. Customer suspended the pump after it delivered 5 units. Customer wanted to cancel the remaining units. Customer was informed that once he presses resume, the pump will resume only to basal rates and cancel remaining units. Customer was informed to always double-check unit flashing before delivering any insulin. Customer declined troubleshooting for high blood glucose levels. Customer's blood glucose level was 238 mg/dl. Customer usually does a 3 mile but he did not go out for his walk. No additional assistance needed.